Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the phenomenon occurred due to circuit (qb) board failure. Olympus will continue to monitor field performance for this device.

Event description:
The high definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, there was no image due to faulty circuit (qb) board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was no image found due to a faulty circuit board and additionally, a cracked bezel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.